Manufacturer narrative:
The referenced report of outflow issue is covered under medwatch MFR report # 2916596-2017-01389. Device unique identifier (UDI) ¿ device was manufactured prior to the UDI labeling implementation. Approximate age of device ¿ 4 years and 7 months.  The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013. It was reported that the patient was transplanted as 1a due to biventricular failure. The patient¿s heart failure had progressed significantly in the summer of last year when there was an outflow issue. The patient temporarily got after the surgery and then heart failure had progressed again. No additional information was provided.